Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was 40 mg/dl to 400 mg/dl. Customer treated low blood glucose with food and high blood glucose with insulin pump. No troubleshooting was done on the insulin pump. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.